Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the heart lead flex was out of specification with an electrical open trace. It was also noted that the upper case was dented, the lower case was broken, the battery release, ring cover and heart block were contaminated, the lead flex cover was corroded, the battery contacts were compressed, one side bail cover and bail were missing and one side bail cover was broken, the ring bail was bent, the main printed circuit board was out of electrical specification and the keyboard was scratched.

Event description:
It was reported that during routine testing the unit pacing outputs on the external pulse generator were found to be incorrect. The generator was returned for service. There was no patient involvement associated with this event.